Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. This report is supplemental to previously submitted 1213809-2025-00371. The product originally was determined to be manufactured by canaan but when the customer provided a lot number, it was determined that the legal manufacturer was cuautitlan. This new MDR is being submitted to correct the legal site and to submit a MDR under the correct site registration number. A correction supplemental was submitted for 1213809-2025-00371 stating the cancellation of the original MDR.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage at the luer connection. The following information was provided by the initial reporter: material#: 309657, batch#: 4197051. It was reported by customer that leaking around the area that connects to the needle. Found before it was used on the patient lidocaine. Rcc received a complaint via phone. 309628 lot: 4250927. They are leaking around the area that connects to the needle. Found before it was used on the patient botox. 309657 lot unknown. Discard boxes because trying to find one that did not leak. No samples available. Additional information provided: my original call was to report the 1cc bd syringe, 3cc bd syringe, the 33g ½ needles. The 1cc syringe used with the 33g ½ needle was dripping some botox at the time of injecting the pt. A very few times the 3cc syringes would also leak when injecting lidocaine. (Using the same 33g needles). 1ml bd syringe lot#: 424803314. 3ml bd syringe lot: 3 4197051. Tsk steriject 33g x1/2 in lot#: 210482.